Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl and 570 mg/dl. The customer's blood glucose was 158 mg/dl. Customer was assisted with trouble shooting. Customer did not mention any symptoms regarding high blood glucose levels. Customer reports changed infusion set and manual injection to treat high blood glucose levels. Customer reports they have not contacted their hcp regarding the high blood glucose levels. Customer is being sent an infusion set. The pump will not be return. No further details are given.